Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. It the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient reported blood glucose results of 97 mg/dl with a lifescan meter and 225 mg/dl on a laboratory device, performed withtin 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Test strips were replaced.